Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
Variax hand surgery was performed on (B)(6) 2015. After a few months, nonunion and a fracture of a plate were found. A revision surgery was performed. There is no further information.